Manufacturer narrative:
H6: the device was returned to ventec for an evaluation where the reported issue of the device's alarms not working as expected was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device's alarms were not working as expected. There were no reports of patient use associated with the reported issue.